Event description:
It was reported that during an anterior lumbar fusion procedure at l2-3 the surgeon used the implant holder to insert the synfix-lr 30 mm depth implant and the tip broke off the holder into the synfix implant. Surgeon removed the implant, selected another holder and implant and completed the procedure. There was no effect to the patient. This is 2 of 2 reports for the same event.

Event description:
This is report 2 of 2 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with the broken off part of implant hodler spindle blocked in thread. Due to the blocked spindle part in the holding thread, thread specifications could not be determined. Product development event evaluation reveals, a series of static mechanical tests and one cadaver evaluation lab was held to investigate the potential failure modes of this instrument. The failure is likely not due to excessive loading of a properly attached instrument. This conclusion is based on the static testing and cadaver lab evaluation. The instrument performs as designed when used according to its labeling. If the instrument is not attached completely, the static moment to failure drops. However, at any significant displacement, the loose connection is easily noticeable to a surgeon and would likely not have continued insertion until threading was complete. A potential cause of intra-operative failure is cross-threading the instrument to the implant, damaging and thereby weakening the threaded post making it susceptible to fracture under normal static and impaction loads. This complaint is considered invalid from a manufacturing perspective. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.